Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: started working by itself, then worked discontinuously with the pedal then stopped functioning. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be an internal short (possibly due to saline ingress), other possibilities button or footswitch pedal stuck on firing position, button inadvertently pressed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.